Manufacturer narrative:
Investigation summary: no samples were received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. This could have happened during plunger rod assembly. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. This is the 1st complaint for lot # 8145614 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: posiflush assembly line. Plunger rod assembly.

Event description:
It was reported that a damaged barrel was found before use with a bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "on the night of (B)(6) 2019, when the patient was infused for liquid sealing after the infusion, the irrigator was opened and a crack was found in the handle of the irrigator. The use of the irrigator was stopped immediately and the other was replaced without causing harm to the patient."